Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose(bg) level of 200 mg/dl. The customer did not remove air from the cartridge prior to filling it with insulin and believes that the air in the cartridge caused air bubbles causing the elevated bg. Reportedly, the customer changed the cartridge to resolve the issue.